Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained, therefore, (B)(6) was used as a place holder. The initial reporter also notified the FDA on (B)(6) 2021. Medwatch report # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2/flu for bd max¿ system 4 false negative results were obtained. Confirmatory testing was performed using pcr test method and the result were positive. (B)(4). The following information was provided by the initial reporter: workplace had covid19 outbreak that was detected with the rapid antigen tests. Four employees had repeat results with the antigen test, however, on the same day their routine covid pcr surveillance failed to confirm the positive results and thus they conclude represents four false negative results (rapid positive, pcr negative).

Event description:
It was reported that while testing for sars cov-2 with bd sars-cov-2/flu for bd max¿ system 4 false negative results were obtained. Confirmatory testing was performed using pcr test method and the result were positive. Eua# (B)(4). The following information was provided by the initial reporter: workplace had covid19 outbreak that was detected with the rapid antigen tests. Four employees had repeat results with the antigen test, however, on the same day their routine covid pcr surveillance failed to confirm the positive results and thus they conclude represents four false negative results (rapid positive, pcr negative).

Manufacturer narrative:
H6: investigation summary the complaint investigation for discrepant results with the bd max sars-cov-2/flu (ref. 445011) unknown lot was performed by verification of complaints history. Customer reported four false sars-cov-2 negative results with bd max¿ sars-cov-2/flu assay (445011) which were positive with an antigen test. No kit lot was provided for the investigation. Despite multiple attempts made to receive information from the customer, no data was provided for the investigation. Without more information, bd was unable to investigate further, and the cause of the customer issue was not identified. Overall, based on the investigation, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd max sars-cov-2/flu product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed.